Event description:
Journal reference: faucheron jl, bost r, duffournet v, dupuy s, cardin n, bonaz b. Sacral neuromodulation in the treatment of severe anal incontinence. Forty consecutive cases treated in one institution. Gastrointerol clin biol. May 2006;30(5):669-672. Sacral neuromodulation is a recognized therapeutic option in severe anal incontinence from neurogenic origins, when medical treatment has failed. Twenty nine patients had a positive test and were implanted. Reportable event; infection at the remote control site resulted in removal of the implant in one obese patient with diabetes that had not been stabilized; despite the infection, the patient insisted on keeping the stimulator for 9 months because it was effective. The surgeon convinced her to remove the implant, and a new implant was successfully put in place 11 months later.